Event description:
It was reported that an alert was received via merlin.net showing the device was in back-up vvi mode. A successful download was performed and the device was restored to normal operation. No complications were reported.